Event description:
Licensed nurse entered room at 2035 to find resident lying with head and neck stuck between side rails and mattress. Resident had no pulse or respirations. Bruise noted on neck at location of side rail bar. Coroner stated cause of death as accidental asphyiation due to pressure on neck.